Event description:
Information received by medtronic indicated that the insulin pump had a no motor movement pump error alarm. Customer reported they were unable to clear the alarm. Customer reported insulin pump had frozen display. Customer reported time clock on display was not responding. Customer reported insulin pump's buttons were unresponsive. Customer was assisted with troubleshooting steps. Customer reported time clock on display was not responding. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged insulin ump error 38, frozen screen, and unresponsive keypad found on (B)(6) 2022. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, and occlusion test due to insulin pump error 38. Pump passes active current test and self test. Insulin pump fails sleep current test. Confirmed insulin pump error 38 during testing. No keypad anomalies noted during testing. No stuck button alarms noted during testing. Successfully downloaded history files and traces using thus. Insulin pump error 38 confirmed on (B)(6) 2022 at start time 17:09:15.000. The following power loss alarms/alerts were noted on event date: power loss alarm [6] on (B)(6) 2022 at start time 17:35:17.000, this alarm was expected. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on electrical board 1 was not unlocked during visual inspection. Insulin pump passes keypad voltage test. The p-cap locks properly into the reservoir compartment. Insulin pump was cut open to perform visual inspection and found moisture damage on motor assembly home switch. The following were noted during visual inspection: cracked keypad overlay and pillowing keypad overlay. Unresponsive keypad was unconfirmed during functional testing. No stuck button alarms noted during testing. Insulin pump passes keypad voltage test. Frozen screen not confirmed. Insulin pump error 38 confirmed due to moisture damage on motor assembly home switch. High sleep current due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.